Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had a battery voltage of 2.55. There was inquiry of remaining longevity as the atrial outputs had been programmed high. The atrial lead was fractured resulting in greater than 3000 ohms. In addition the left ventricular lead had reported high thresholds. Programming options were discussed with technical services. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that the products remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.